Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported a patient fell 2 weeks ago and needed to get a MRI. It was noted the impedances were normal. No further complications were reported as a result of this event.